Manufacturer narrative:
It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2021, the patient was implanted with a 27mm gore® excluder® contralateral leg component to correct a type ib endoleak attributed to a previously implanted excluder device (captured in previous medwatch report #2017233-2021-02273). On (B)(6) 2022, a follow-up computed tomography scan reportedly showed the distal end of the 27mm contralateral limb was detached from the right common iliac artery. The cause for the device detachment was not reported. On (B)(6) 2022, the right internal iliac artery was coil-embolized, and two additional gore® excluder® components were implanted to extend the stent graft system distally into the right external iliac artery. Final angiography revealed no endoleaks. The patient tolerated the procedure.